Manufacturer narrative:
No, blank display or button error alarm noted. However, the insulin pump had unresponsive buttons due to flattened all buttons dome switch. No unlocked liquid-crystal display keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime alarm, compromised force sensor test, excessive no delivery test and displacement test or verify low battery alarm due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. Customer's blood glucose level was 170 mg/dl. Customer states they did not receive a low battery alert prior to the off no power alert. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.